Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.3 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The meter date was set incorrectly but the results alleged by the customer were observed in the meter¿s patient result memory coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397393) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:00 a.m. The meter result was >8.0 inr, at 8:15 a.m. The meter result was 4.1inr. At 10:00 a.m. The laboratory result was 6.65 inr. The laboratory results were believed to be accurate. The patients therapeutic range is 2.0-3.0 inr and tests every 2 weeks. There was no allegation that an adverse event occurred. The patient is in stable condition.